Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Qc results were within specification prior to testing the patient. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The test strips were requested for investigation but have not yet arrived.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial number (B)(4). At 1:23pm, the meter result using a venous sample was 265 mg/dl. At 1:24 pm, the meter result using a venous sample was 428 mg/dl. At 1:30 pm, the meter result using a capillary sample was 180 mg/dl. Patient had been running closer to 190 mg/dl prior to the tests.